Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-17181) was submitted on 04-dec-2025. However, based on the investigation done on 27-jan-2026 and clinical review done on 06-jan-2026, it was found that the death was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. On reassessment on 20-mar-2025, the final reportability decision will be changed to "death", so we are withdrawing the retraction submitted on 19-feb-2026. The retraction MDR with manufacturing report number (3003442380-2025-17181), was submitted on 19-feb-2026. However, based on the reassessment done on 20-mar-2025, it was found that the final reportability decision will be "death". Hence, please consider this supplement as the final report. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to ketoacidosis event on (B)(6) 2024. Blood glucose level was 23.9 mmol/l at the time of the event. Patient passed away. No further information available.